Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1 initial reporter facility: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawers not detected on bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawers 3.1 and 3.2 were not detected. A field service engineer inspected the drawers and observed that there was no power to the pyxibus controller board. The station was powered off, and the drawer controller boards were tested. The fse replaced the pyxibus controller board, restarted the station, and confirmed that all tests passed with no further issues. The customer also tested the drawer and verified successful operation. Additionally, a proactive inspection was conducted in accordance with the medstation enterprise system (mses) inspection process. The system functioned as intended after the field service engineer repaired the device. E1: facility name: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawers not detected on bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.